Manufacturer narrative:
Date of this submission is (B)(6), 2011. This closes out this report unless other significant information is received.

Event description:
Consumer reports the indentation that contain the mint crystals have been empty or half empty. Consumer also reports upon use of the product the floss was breaking more than usual. Reports an instance where the floss broke and the head of the flosser proceeded to break a tooth.